Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illuminator on the system was not working. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the company representative did not mention replicating anything that could have attributed to the reported event. However, the lamp was subsequently replaced, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 25, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).